Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has received reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments of this matter have demonstrated that the centrifugal pumps are manufactured in accord with intended design specifications - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. Terumo cardiovascular's conclusion is that there is no malfunction with the centrifugal pump or the pvc flexible tubing. However, it is important that a secure connection between all circuit components be achieved when assembling the bypass circuit. Terumo has issued a safety bulletin to consignees of the product to provide additional information that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump.

Event description:
On (B) (6) 2009, terumo cvs was informed that upon completing a cardiopulmonary bypass procedure, the user-perfusionist noted that the flexible pvc circuit tubing that attaches to the inlet port of a centrifugal blood pump was loose. It was also reported that because the patient was hemodynamically unstable, the medical team made the decision to "stabilize" the patient while on bypass. Therefore, the perfusionist took the action to affix a tie-band to the tubing/centrifugal pump connection to ensure that the tubing remained affixed to the pump while the patient was being stabilized. While securing this connection, the patient reportedly lost a minimal amount of blood (less than 50 cc) - but was otherwise not injured as a result of the reported event. Note: there does not appear to be any relationship between the loose tubing and the patient's unstable hemodynamic condition.